Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the performance of this device.

Event description:
It was reported that the device malfunctioned during a therapeutic hysterectomy procedure. Reportedly, the device presented with an incomplete seal cycle error. The product was inspected before the procedure and there was no abnormality. The procedure was completed using a similar device without delay. There were no reports of patient harm.

Event description:
It was reported that the device malfunctioned during a therapeutic hysterectomy procedure. Reportedly, the device presented with an incomplete seal cycle error. The product was inspected before the procedure and there was no abnormality. The procedure was completed using a similar device without delay. There were no reports of patient harm.

Manufacturer narrative:
E3: non-health care professional; e2- no to date, the device has not been returned. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.